Event description:
It has been reported to philips that the footswitch was intermittently losing connection. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during the coronary procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was not functioning. Review of the log files didn't confirm the reported malfunction. The fse inspected the system and confirmed that the footswitch was not working and there was a loose footswitch cable connection. The fse adjusted the cable connection to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw (B)(4)), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.